Event description:
It was reported that, "headless pindriver and it didn't hold any pins. It didn't have the ability to hold any pins."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.